Event description:
It was reported that during a breast biopsy procedure, the clip could not be placed. It remains in the vacuum-cut-chamber. The part of the introducer could not be found after intervention. It is unclear how the procedure was completed.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.